Manufacturer narrative:
Ge healthcare has initiated an investigation of the burned coil.

Event description:
It was reported that the customer noticed a burning smell after completing a mr scan. Additionally, the patient situated in the magnet bore noticed a "bubble in the bore" under the fiber optic light assembly. There was no injury reported. A ge field engineer (fe) was dispatched to the site to evaluate the mr system. During visual inspection, the fe detected a burn mark on the bore's fiber optic light. After removing the light assembly, the fe also noticed a burn hole on the rf coil.